Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 11 of 13 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03681 / 03683). This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient experienced a pelvic fracture due to a fall. The cause of the fall is unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.